Manufacturer narrative:
The customer¿s report that the device failed to alarm for "air-in-line" was not confirmed. Physical inspection of the device noted no damage or any anomalies. Log analysis shows the syringe pump module performed an infusion to completion (¿syringe empty¿) from 11:59am to 12:12pm on (B)(6) 2019 without a recorded interruption. The rate was at 111.599ml/h with the vtbi at 24.1798ml. The syringe used was recorded to be a monoject 30ml with a volume recorded at 24.1798ml. Functional testing resulted in the device passing all tests. The administration set had no leaks found that could have potentially induced air. Due to the syringe module not having air-in-line detection capabilities, it would be expected behavior for no such alarm to occur. The sensing disk on the syringe module is a pressure sensing disk. The root cause was not determined.

Event description:
It was reported that doxorubicin (2mg/ 23.5ml) infusion via 30 ml syringe was programmed at a rate of (94ml/hr) over (15) minutes. The device alarmed neoi (near end of infusion) after (15) minutes, however; upon closer observation the rn noticed air had been pulled about (2) inches down past the air sensing disk with alarms noted. The rn disconnected the syringe and tubing from the device and had to aspirate to remove air so that all medication could be properly infused. The customer confirmed that there was no patient harm. The event occurred in the pediatric infusion center.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe lot 9168989 exp 2022-05-31, 0.9% sodium chloride injection; spiros adapter (yellow cap); peripheral access device, therapy date (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that doxorubicin (2mg/ 23.5ml) infusion via 30 ml syringe was programmed at a rate of 94ml/hr over 15 min. The device alarmed neoi after 15 min however upon closer observation the rn noticed air had been pulled about 2 inches down past the air sensing disk with alarms noted. The rn disconnected the syringe and tubing from the device and had to aspirate to remove air so that all medication could be properly infused. The customer confirmed that there was no patient harm. The event occurred in the pediatric infusion center.